Event description:
A report was received that the patient had an infection at the pocket site. Symptom of redness was noted. The physician believed that the infection was not device related and the cause was unknown. Intravenous antibiotics were administered. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site. Symptom of redness was noted. The physician believed that the infection was not device related and the cause was unknown. Intravenous antibiotics were administered. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.